Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After analysis of the data, the tsc specialist determined that the discordant results were specific to one sample tube, and the correct results were obtained when an alternate sample tube from the same patient was tested. The cause of the discordant creatinine, urea, and egfr results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low estimated glomerular filtration rate (egfr) result and discordant, falsely elevated urea and creatinine results were obtained on one patient sample on an advia 2400 instrument. The discordant results were reported to the physician(s), who questioned the results. The patient was redrawn, the sample was run, and the results matched the clinical picture of the patient. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.